Manufacturer narrative:
If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock from this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibiting oversensing of noise. A request was made to have data from this device analyzed. Review of device data indicated normal sinus rhythm post shock. A technical service (ts) consultant advised to check all vectors for optimization and perform integrity testing. The electrode remains implanted. No additional adverse patient effects were reported.